Event description:
It was reported that there was a white floating particle in the large volume intermate. The particulate matter was identified after the device was filled with aztreonam, before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufactured on march 25, 2015 ¿ march 27, 2015. The device was received and the evaluation was completed to investigate the reported issue. A visual inspection was performed and revealed a white particle, approximately 2.36 mm in length, floating in the fluid of the reservoir. The particle was in the fluid path. Fourier transform infrared spectroscopy scanning identified the particle to be acrylic material. The reported issue was verified through evaluation. The cause of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.